Event description:
N/a.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. One cine image was received showing the device partially deployed and taking cobra shape inside the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instruction for use (IFU), the recommended sheath size to be used with 16mm amplatzer septal occluder is 7f. Codes removed: component code: 4755 part/component/sub-assembly term not applicable type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 16mm amplatzer septal occluder was chosen for an atrial septal defect (asd) closure procedure using a 9f amplatzer trevisio intravascular delivery system. During procedure, the left atrial disk had a cobra deformation on deployment. The deformed device was never released from the delivery cable while inside the patient. The device was recaptured into the sheath and redeployed twice but the deformation persisted and it got removed. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 16mm amplatzer septal occluder was chosen and deployed successfully on the initial deployment. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable and discharged.